Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic (B)(4) representative. The customer reported that the drive support cap is protruding from the device and is not recessed into the unit. Customer's blood glucose value was unknown at the time of incident. Troubleshooting attempted to contact the customer via phone and was able to leave a voice mail message.